Manufacturer narrative:
D.4. Other lot number includes 4234310 and other expiration date includes 2029-07-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-08-30.

Event description:
It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Po #: 34345381. Item #: 309628/234732 . Qty/uom: 4 bx. Reason: vendor defective - the syringes are leaking.

Manufacturer narrative:
Four hundred samples from batch: 4249760 and one hundred thirty-nine samples from batch: 4234310 were provided to our quality team for investigation. All samples were tested for leakage at luer tip and leakage past stopper. All samples from batch: 4234310 were found to be acceptable and one sample from batch: 4249760 was found to leak at the luer tip. The condition observed is non-conforming per product specification. Potential root cause for the leakage at luer tip defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers: 4249760 and 4234310. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.